Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery fault) has been confirmed. As received, the battery was intermittently communicating with the charger. In addition, pin 1 on the battery connector was bent. The cause of the battery faults is intermittent communication with the charger. The cause of the intermittent communication is the bent pin on the battery connector. The root cause of the bent pin cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the bent pin. The pt received a replacement battery pack.

Event description:
A (B)(6) old male pt contacted zoll customer support to report a battery fault light on his charger. Customer support confirmed two battery faults in the pt's download. The pt received a replacement battery pack.